Event description:
The customer's father stated that the customer was hospitalized due to hyperglycemic seizures. The reported blood glucose reading was 57 mg/dl. Troubleshooting was performed. The customer was not connected during priming. Checking the history files revealed that the customer took a ten unit bolus prior to the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. Scratches were noted on the case and display window. After testing, it was concluded that the device operated within specifications.